Event description:
The arjo low air loss bed deflated due to a malfunction and the patient was noted to be in a deflated bed, yelling out for help. The bed had deflated around him. There was no alarm when the bed unexpectedly deflated. Luckily the patient was able to yell out for help but this places patients at risk if they are not able to yell out. Pressure injuries. Was this device serviced by a third party servicer? Yes.